Manufacturer narrative:
H3 device evaluation - the tip of the driver is missing. The fracture surface was examined by eye and with the aid of a 5x loop. The fracture is severely skewed relative to the driver's longitudinal axis, multiple fracture planes are present, and the remnant of the outer lobe is rotated in a clockwise direction which is agreement with implant removal. Based upon the fracture topography it is believed that high bending moments in conjunction with torsional loading are the cause for the failure. Review of device history records found fourteen (14) pieces of lot 14810ps released for distribution on 8/25/2017 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that the tip of the retention bone-screw driver (39-sp-0601) broke during a removal case performed on (B)(6) 2021. No additional details were provided. There was no patient injury or significant delay to the procedure reported.

Manufacturer narrative:
Patient information - unknown. Initial reporter occupation - other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the tip of the retention bone-screw driver (39-sp-0601) broke during a removal case performed on (B)(6) 2021. No additional details were provided. There was no patient injury or significant delay to the procedure reported.